Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The perceived root cause of the valve embolizing aortic and subsequent placement in the ascending aorta was failure of the pacemaker during valve deployment, resulting in extra episodes of systole. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the 26mm sapien 3 valve was positioned in the native annulus and the pacemaker was activated at a frequency of 180 bpm, and deployment started. After the "dog bone" position, while the pigtail catheter was pulled back, the sapien 3 valve and the commander system moved aortic, and the valve embolized into the aorta, positioning itself in the ascending portion of the aorta. After viewing the imagery, it was noticed that the pacemaker failed causing episodes of extra systole during valve deployment. The pacemaker was re-positioned via the carotid vein. After a functional test was done, the device worked perfectly. A new 26mm sapien 3 valve was prepared with a new commander delivery system. The second valve was deployed uneventfully with good result. The patient woke up well from the anesthesia and remains stable, recovering to be discharged soon. As per medical opinion, perceived root cause of the event was a failure of the pacemaker causing extra systole.